Event description:
It was reported that the left ventricular (lv) lead had a high threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011; 6725 adaptor (B)(6) 2011. (B)(4).